Event description:
One pt with discrepant creatinine results. Initial result 49.1 mg/dl , repeat 1.0mg/dl. No adverse events reported in association with the incorrect result. The field service rep determined the probe mechanism to be the cause, he cleaned and lubricated the mechanism assembly. Performance tests performed which were within spec.